Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
The customer is calling in regards to getting an lo results. The customer stated is not agree since he ate at 9:00pm on (B)(6) 2016 and it should have been higher. The customer's expected fasting blood glucose test result range is 90mg/dl-150mg/dl. Customer is not experiencing any symptoms regarding diabetes at this time. Customer has not had any changes diet or medication. He takes metformin, glipizide, humalog pen to manage his diabetes. He will take 8 units of humalog if his blood result goes above 110mg/dl in the mornings. Customer tests the blood sugar in the mornings fasting. Unable to perform a back to back blood test as the customer stores the test strip in the kitchen. The test strip lot manufacturer's expiration date is 9/30/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.